Event description:
It was reported that pt was not getting pain relief. It was found that the catheter was kinked. The patient's catheter was replaced. The drug contained in the patient's pump was not reported.